Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure. The explanted ipg was not returned as it was discarded by the medical facility.